Event description:
A consumer reported that she is dissatisfied with her vision in her right eye. Also, she has seen the implanting surgeon several times and was told that her eyes were not working with this lens. Moreover, she has had yag performed and she has seen multiple doctors and the lens cannot be explanted because the 'hinge' would cause damage to her eye. It is to be noted that the reason for the yag was not provided.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.